Event description:
Reference number (B)(4). Event occurred in the united states. On 10-june-2024, it was reported that the patient encountered infusion leaking at the tube site. The infusion set was in use for 1 day. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated. The batch 6004942 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guideline for test of reference samples version 11 for the malfunction leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). Complaint investigations. Photo/sample was not provided. To test the product, the reference samples from the lot have been requested. The following test was performed: visual test according to with (version 41) criterios de calidad para productos de la familia inset eng-esp.docx - (version 18) acceptance criteria for the spot curing process.doc test on returned reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to (version 10) flow test on customer complaints -pruebas de flujo en quejas del cliente.doc test on returned reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to (version 25) instrucciones para el uso del equipo de fuga en el area de inspeccion.doc test on returned reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6004942 was manufactured according to the document version 70 on the packing process in the machine l182, on 12/jan/2024, with a total of (B)(4) units. Review of the device history report (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.